Manufacturer narrative:
The analysis of the linox lead showed fraying of the insulation at about 11 cm proximal of the tip electrode. In this area, there was a conductor fracture of the rope conductor to the ring electrode, as well as a conductor fracture of the rope conductor to the rv shock electrode. The conductor fracture of the rope conductor to the ring electrode is probably the cause for the high pacing impedance. The damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of strong friction with the heart valve. There were no indications of a material defect or manufacturing error for either the ICD or the lead.

Event description:
Ous MDR - after an estimated implantation time of about 43 months, high pacing threshold values and a loss of capture were reported. The ICD and this lead were explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.